Event description:
It was reported that there was a breakage during the case and a back up was used.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Manufacturer narrative:
Correction: h6 device code. The reported event was confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following, the received device shows signs of extensive usage as evident by wear marks black spots and deformed edges. The impactor tip is broken into two pieces. The breakage pattern indicates it to be a brittle fracture due to an application of excessive mechanical force. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause was attributed to a combination of wear user and design related issue. The failure was caused by its intended use. As a device that is manufactured of plastic and incurs numerous impaction events cleaning and sterilization cycles, breakage as noted in this complaint can be expected. A design improvement is in progress to prevent the recurrence of the alleged failure. If any further information is provided the complaint report will be updated.

Event description:
It was reported that there was a breakage during the case and a back up was used.